Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report number. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Event description:
The complainant reported that a patient undergoing a high-risk percutaneous coronary intervention was supported with an impella cp device for temporary mechanical circulatory support. Following successful insertion, with appropriate waveforms observed, the placement signal was lost. After a few minutes, a ¿controller error¿ alarm was triggered. Despite this, impella flow was maintained and motor current remained pulsatile. The procedure continued, and the placement signal returned after approximately five minutes of being absent. The ¿controller error¿ alarm resolved; however, the placement signal was lost again after about five minutes, then reappeared after approximately two minutes without a corresponding alarm. No additional waveform issues were noted during the case. The impella pump operated for approximately one hour. There was no report or indication of patient harm associated with this event. During the investigation of the impella cp device complaint, a related complaint involving the automated impella controller was identified concerning a placement signal issue, consistent with the event described above.